Event description:
A user facility reported to olympus that the image did not appear. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found a faulty cable and imaging component failure. In addition, the evaluation found a leak due to physical/chemical stress, exposure of the sharp part of the coupler due to damage and appearance defects of the cable due to physical/chemical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty cable and a faulty charge-coupled device. The specific root cause of the faulty cable and faulty charge-coupled device could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿as to connector damage and water tightness failure, we checked the contents described in the instruction manual and found the following descriptions. We determined that the phenomenon might have been prevented by following these descriptions. Never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.